Manufacturer narrative:
Investigation of the reported event is pending. The set was not retained by the customer site for return.

Event description:
It was reported that during perfusion, it was noted that the recirculation tubing was fused. Troubleshooting was able to re-open the tubing fully. The liver was successfully transplanted following perfusion.